Event description:
The reporter received the er1 message, and retested. He compared the test strip against the color chart on the strip vial and got a result of approx 200. He stated that his blood glucose never goes above 250.